Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, she was attempting to bolus and when she pressed the button the insulin pump just kept scrolling and it wouldn't stop. One the device got to the number it wouldn't allow her to choose it. The buttons aren't responding properly. Customer's blood glucose was 260 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.